Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced warning tones that instigated a follow-up. Interrogation of the device found that the battery status was eri, after one (1) implant month.